Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with pre-operative dia gnosis for synovial cyst therapy. It was reported that flexible arm would not tighten. There were no symptoms reported. There were no further complications reported regarding the event. Procedure performed was micro discectomy.